Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unknown device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Attempts were made to obtain additional information related to this event but the attempts were unsuccessful. There were no adverse patient effects reported.